Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they heard their device alert every three hours over the past week for an unknown reason. It was also reported that the patient was unsure if the remote monitor was working properly and thought a transmission went through friday. The patient was advised to follow up with the clinic and to check if transmission was successful. It was noted several months later that the alerts were due to the right ventricular (rv) lead exhibiting rising rv coil defibrillation impedance and high out of range (oor) superior vena cava (svc) coil defibrillation impedance. Fracture of the svc coil was confirmed. The lead was capped and replaced, and the ICD was prophylactically replaced at the same time.